Event description:
It was reported that a cassette not attached properly error occurred. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "a cassette not attached properly error¿ was confirmed through downstream occlusion (dso)/upstream occlusion (uso) test. The suspected cause was unknown. Further investigation found extensive corrosion on light emitting diode (led), liquid crystal display (lcd), internal battery compartment, mainboard, chassis, dso sensor, camshaft, rear case, rear speaker, motor gears. Battery door seal found damaged. Unit deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.